Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve could not advance through the 14f esheath plus and the sheath was kinked. The 26mm commander delivery system and valve were removed through the esheath plus without difficulties. After removal of the devices, a small hole in the proximal part of the sheath was observed and also the valve had a bent strut. A new system was used in replacement and the valve was successfully implanted. The patient did not experience any injury due to the event and was noted as to be doing well. On the back table, the sheath was completely kinked by the edwards lifesciences field clinical specialist to flush the device to show the fluid coming out through the small hole punctured. The perceived root cause provided from the edwards lifesciences field clinical specialist of the event was that the 26mm commander delivery system was not inserted coaxially and thus the sheath was kinked.

Manufacturer narrative:
E1 phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02577. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was partially expanded 7cm in length from the strain relief. The remainder of the liner was unexpanded. The tip was unopened. The strain relief was kinked near the hub. The sheath shaft was kinked at 1.5cm from the strain relief due to manipulation on the back table (as reported by hospital). The strain relief was punctured at 8cm from the hub. Leakage was observed through the puncture when flushing. Functional testing was performed. The associated commander delivery system was advanced through the sheath and the liner expanded and the tip opened, as designed. As the associated delivery system was able to be fully advanced through the sheath with no issues, dimensional testing including measuring the delivery system flex tip outer diameter (od) was deemed not necessary to be performed. The provided imagery was evaluated and revealed the following: the sheath shaft was curved. The esheath plus was kinked at the strain relief near the hub. Fluid leakage was observed through a pin hole, located in the strain, relief while flushing the device. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported resistance between system components was confirmed based on the evaluation of the returned device. Although follow up from the field stated the patients access vessels had no calcification, mild tortuosity, and a minimum luminal diameter sufficient for use of the 14fr esheath plus ( greater or equal to 5.5 mm), without imagery (3mensio or other pre op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep insertion angle) may have been present during the procedure. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. However, due to insufficient information, a definitive root cause is unable to be determined. The reported sheath puncture and kink was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (excessive device manipulation) likely contributed to the event. During the procedure, the sheath may sustain damage from additional device manipulation or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non coaxially. Excessive device manipulation used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks. Excessive device manipulation coupled with non coaxial advancement trajectories can lead to sheath hdpe and/or strain relief damage due to direct interaction with crimped valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.